Event description:
Customer reported space #19 prepared, implant placed in bone. The transfer could not be separated from the implant due to implant intraorally. The implant was removed with a new implant placed without complications. To separate the transfer from the implant, pliers were required outside the mouth.

Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) number is k101880.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use, also some damage from the separation process. The mount was returned already disengaged. Functional testing to recreate the reported event verified the implant and bundle mount engaged & disengaged as intended, no malfunction. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, and functional testing, the device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.